Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, loss of capture was noted on the left ventricular (lv) lead. An x-ray was performed and revealed lv lead damage. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and lead damage were confirmed. As received, a complete lead was returned in two pieces. Electrical testing revealed no indication of internal shorts on either lead portion. Visual inspection of the lead portions revealed the inner coil and the three conductor cables had been fractured and separated. Furthermore, the broken and torn insulation distal to the suture tie impressions was due to external forces exerted on the lead. The cause of the reported events was isolated to the fractured inner coil and cable conductors and the broken insulation. All other damage noted was consistent with procedural damage.